Event description:
It was reported that the haptic of the non preloaded intraocular lens (iol) was broken. The issue was noticed during implantation/application of the lens. The lens was removed and replaced with another lens in the same procedure. The patient had fully recovered and there were no visual issues or impairment noted with the patient. No other information is available.

Manufacturer narrative:
Section a3b and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1:surgeon's email address: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.